Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates that customer reported power loss alarm. Customer was able to successfully clear the alarm. Customer was unable to received request for insulin pump rewind. Troubleshooting was performed successfully. No harm requiring medical intervention was reported. The customer will continue the use of the insulin pump. The device will not be returned for analysis.